Event description:
The account reported an overinfusion pf pitocin on a pt. Within the first minute after the tubing was loaded and the pump started, the nurse noticed that the pitocin was free flowing. There was no pt injury and no medical intervention required. No add'l details are available regarding set up of the pump, flow rate, volume to be infused, strength of medication, and the amount of medication the pt did receive.